Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on mother board. The insulin pump was unable to verify motor error due to blank display. However, the motor was tested outside of the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.